Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a supply change to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.